Manufacturer narrative:
(B)(4). A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2019. It is unknown if the facility performed any other preventative maintenance on this bed. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom® communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. The technician replaced the patient right and left nurse call membrane to resolve problem. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call was not responding properly. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).